Event description:
It was reported that during a procedure through the right lateral brachial vein and right brachial artery using lateral ulnar vein and common ulnar artery, the device allegedly failed to create an arteriovenous fistula. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation was performed. As received, one wavelinq catheter system including a venous and arterial catheter. The electrode appeared intact with some blood noted in and around the electrode housing. The electrode height was measured and was found to be approximately 0.36mm. A tissue cutting test was performed. The device was able to cut tissue. Tissue cut was measured and found to be approximately 6.37mm.the investigation is unconfirmed for failure to cut due to the fact that the device performed as expected in functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number for the MDR was updated to 9616666 and the manufacturing site and manufacturer are updated accordingly. H10: d4 (expiry date: 11/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (11/2021).

Event description:
It was reported that during a procedure through the right lateral brachial vein and right brachial artery using lateral ulnar vein and common ulnar artery, the device allegedly failed to create an arteriovenous fistula. The procedure was completed using another device. There was no reported patient injury.